Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt/lay person complained that blood glucose results with her onetouch ultra2 meter were inaccurately erratic beginning (B) (6) 2009 around noon followed by sweating, seizing, disorientation, and dizziness. This specialist spoke with the pt on (B) (6) 2010. The pt reported and clarified the following. The pt denied having erratic results; rather, she thought they were "too high" because, they continued to be elevated despite increasing insulin doses (her own discretion). The pt's novolog regime is 1 unit per every one carbohydrate although at times she would take more if her blood glucose was elevated. On (B) (6), the pt possibly injected 50 units novolog, although she is not certain, and reportedly tested, obtaining 256 mg/dl. The pt then ate christmas dinner. Driving home with her husband one hour later, the pt developed the above symptoms. The pt did not seek medical attention or self treat, preferring to go home where she "felt better after a few minutes." The pt denied being hypoglycemic, stating "I had extremely high blood glucose, and I sweat when both high and low but have never before had a seizure." The pt did not test after the symptoms or when she arrived home. The pt believes she probably ate very little the rest of the day and took her evening 70 units lantus. She does not recall if she took novolog again that day. Since the event, her physician has placed her on a specific sliding scale and advised her that in future she should seek medical attention. Although, the pt denied have low blood glucose, the complaint is reported since the pt's meter results were elevated and later, after having injected insulin, the pt developed symptoms that are associated with hypoglycemia. The cca replaced meter, strips, and control solution.